Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead; 5076-52 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead measured low impedance normally, but the lead alerted for decreased impedance below the lower limit threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.